Event description:
It was reported the hcp accidentally hit the ¿therapy stop¿ key while a bolus was in progress. The hcp was unsure how much of the bolus was completed prior to the premature stopping of the bolus, after a dose adjustment. There were no patient symptoms reported, nor was the medication inside the pump provided.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).